Event description:
The customer reported the 9600 system displayed a bad iris calibration message and failed to create exposures.

Manufacturer narrative:
The manufacturer representative performed an onsite investigation. The representative replaced the iris pot and calibrated the collimator iris. The system was tested and operated as intended.